Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor will be returned due to transmission issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to get any green lights on the telemetry portion on the monitor during a manual transmission. Troubleshooting steps were taken to no avail. The patient was referred to device clinic for follow up. The patient may bring monitor with them to verify if it is able to read their device before going home. The remote monitor is still in use. The device is still in use. No patient complications have been reported as a result of this event.